Event description:
A pt called lfs alleging that one touch profile was giving "retest" and "insert strip" messages. Pt could not test their blood glucose on the meter due to these messages. Pt unable ot get any readings. Pt was feeling weak, dizzy and sweating so pt's daughter took pt to the hosp where pt blood glucose was 61 mg/dl. Pt was given food and was kept there to monitor pt for 5 hours then released. Pt applying blood on strip before insertion.